Event description:
It was reported that the atrial lead exhibited an insulation anomaly and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found proximal abrasions at 15.5 to 15.6 cm and 20.6 to 21.2 from the connector pin. The locations of the abrasions are consistent with friction to can and could have caused or contributed to the noise problem.